Event description:
During attempts to deploy an endovascular stent to the target lesion site in the pt's left subclavian artery, the stent prematurely dislodged off the balloon catheter. The embolized stent was successfully retrieved utilizing a snare device. There were no clinical sequelae reported relative to the event.